Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). D11: z.s.g.m. Cutter 2:1 ratio caution: sharp/ pn 00770302000/ ln 63760529/ sn (B)(6); z.s.g.m. Cutter 2:1 ratio caution: sharp/ pn 00770302000/ ln 64187485/ sn (B)(6); z.s.g.m. Cutter 3:1 ratio caution: sharp/ pn 00770303000/ ln 63862471/ sn (B)(6); z.s.g.m. Cutter 1:1 ratio caution: sharp/ pn 00770301000/ ln 63817644/ sn (B)(6); z.s.g.m. Cutter 1:1 ratio caution: sharp/ pn 00770301000/ ln 63817644/ sn (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was april 10, 2019 where it was reported that the device does not ratchet/doesn't fully perf skin and the roller, roller gear, comb, and upper gear guard were replaced. This is not a related issue. On may 3, 2019, it was reported that the device was not meshing properly. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. During follow up it was stated by the customer that there are four cutters that could have possibly been used during the reported event; 2:1 ratio cutter, serial number (B)(6), a 2:1 ratio cutter, serial number (B)(6), a 3:1 ratio cutter, serial number (B)(6), and a 1:1 ratio cutter, serial number (B)(6), of which none were returned for evaluation. The customer returned a 1:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on june 17, 2019 revealed that the calibration was within specification and the device produced a passing sample mesh. The 1:1 ratio cutter, serial number (B)(6) produced a passing sample mesh. No ratchet was returned for evaluation. The skin graft mesher was not performed as the device functioned as intended and passed all required testing. It was inspected and tested. The reported event was never confirmed during inspection of the device and the device was noted to be functioning as intended. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was not meshing properly. The event occurred during surgery; however, there was no harm reported. There was a delay, but the delay timing is unknown. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was not meshing properly. The event occurred during surgery and there was no harm, a delay reported. No adverse events were reported as a result of this malfunction.